Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a hospitalization on (B)(6) 2016 due high blood glucose levels. The customer also reported a keypad anomaly. The customer's reading was 600 mg/dl at the time of admission. The customer was wearing the device at the time of admission. The customer's symptom included feeling sick. The customer was treated in the hospital and was sent home with insulin and a syringe. The cause of the visit was due to hyperglycemia. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.

Manufacturer narrative:
The pump passed the functional testing and had operating currents within specification. The off no power alarm functioned properly. The pump had no button response on the up arrow button due to corroded keypad traces. Unable to perform the prime, unexpected restart, occlusion and excessive no delivery tests due to no button response on the up arrow button. The pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.